Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call for high blood glucose level of 458mg/dl and a no delivery alarm. Troubleshooting was performed and found that there was no insulin in the reservoir and this is why the pump alarmed no delivery. Customer indicated that they will wait until the insulin warms up to room temperature and then will put the insulin into the reservoir. Customer indicated that they will use a back up plan in the meantime. Troubleshooting was not performed for the high blood glucose due to no insulin in the reservoir.